Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery connector clip snapped when inserting the backup battery (ebb) into the spare controller. It snapped with minimal force applied. The controller was to be returned for investigation. Another spare controller was used as replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white plastic guiding tab breaking off the backup battery ribbon cable was confirmed. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. The provided information stated that the backup system controller had the out of box issue of the plastic guiding tab breaking off when the ribbon cable was inserted in the backup battery. A manufacturing analysis task was initiated to address this issue of the guiding tab falling off the backup battery ribbon cable. It was determined that the issue was due to the manufacturing process of applying adhesive to the guiding tab. A quality alert and an awareness training was issued at the supplier¿s production facility, and the manufacturing process was updated for applying the adhesive. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU, section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. No further information was provided. The manufacturer is closing the file on this event.